Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high blood glucose has been experienced of 416 mg/dl. The customer indicated that their blood glucose reading was 321 mg/dl at the time of incident. The customer stated that the site is not changed every 2 to 3 days per guidelines and was advised to change it every 2 to 3 days. Troubleshooting was done and a high pressure test was completed and passed. The customer was advised to follow up with their doctor regarding the high blood glucose and indicated that the device would not be returned.